Event description:
L5-s instrumentation was done with viper system. During insertion of a screw, the tip of the driver was broken off and the broken piece remained inside the screw. The surgery was completed with the broken tip remaining in the pt's body. We will let you know the lot number as soon as possible.

Manufacturer narrative:
Device not yet returned for eval. It is likely that the malfunction is related to the application of atypical force on the device.